Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was in 40¿s mg/dl. Customer reported that yesterday had a high blood glucose in the 300s mg/dl. Customer reported she needs to check her settings because she thinks the pump is not giving her insulin. Customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.